Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00436 initial report on 2021-08-27. Additional information - 2021-09-28: siemens healthcare diagnostics investigated the customer observation of false reactive patient sample result with atellica im sars-cov-2 igg antibodies (scovg), reagent lot 010, compared to the non-reactive results on two alternate test methods. Pcr was not performed on this patient sample. There is not an expectation for the siemens scov2g assay to correlate with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem was identified. The customer is operational. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2021-00440 supplemental 1 was filed for the advia centaur results.

Manufacturer narrative:
The limitations section of the instructions for use (IFU) states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1 or mers-cov, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. At this time, the presence of an immune response cannot be interpreted as confirmation of immunity. Thus, continued precautions to avoid infection will occur with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2021-00440 was filed for the advia centaur results.

Event description:
A customer obtained a discordant (reactive) atellica im sars-cov-2 igg antibodies (scovg) result for a patient sample. The initial result was not reported to physician. The sample was repeated (neat and auto dilution x5) on an advia centaur system, and the results were reactive. The diluted result was reported to the physician. It is not known if the physician questioned the result. The sample was tested using two (2) alternate test methods and both results were non-reactive and are in accordance with patient history. A corrected report was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg result.